Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 253 mg/dl. Troubleshooting found the insulin pump alarmed no delivery before a fixed prime was attempted. It was also found insulin did not exit with a plunger push and there was greater resistance than normal. Customer was advised their reservoir/infusion set connection may be severed. The customer declined to return the product for analysis.